Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that during a follow-up visit, the impedance had increased. Review of x-ray showed no lead damage. The lead was removed.